Event description:
The account's maintenance stated that the knee is running on its own. The unintentional movement stops when he isolates the left siderail.

Manufacturer narrative:
The account's maintenance stated they left the bed over the weekend and it is working fine. No repairs.